Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine infection nos, malaise, fatigue, chlamydial infection, chlamydial infection, bacterial vaginosis and amenorrhea. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain, pain"). In 2016, the patient experienced pelvic infection (seriousness criterion medically significant) and trichomoniasis ("other injury(ies) or complication (s) please describe: persistent trichomonas infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics, surgery (laparoscopic bilateral salpingectomy to remove the essure implant) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, back pain and vaginal haemorrhage was resolving, the pelvic infection and trichomoniasis outcome was unknown and the dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, trichomoniasis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date of insertion from the previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, back pain, trichomoniasis, dysmenorrhea, pelvic pain . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, concomitant disease, treatment medications, new events pelvic infection, menorrhagia, vaginal haemorrhage, dysmenorrhea and trichomoniasis added. Outcome for the events genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain, added as recovering / resolving and for event dysmenorrhea added as recovered / resolved. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain, pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, vaginal odor and intermittent fever. Previously administered products included for an unreported indication: rocephin, ceftriaxone, flagyl and azithromycin. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine infection, malaise, fatigue, chlamydial infection, chlamydial infection, bacterial vaginosis, amenorrhea, pelvic inflammatory disease, morbid obesity, anemia, lumbar spondylosis, asthma, blood transfusion, postpartum hemorrhage, tubal ligation, gonorrhea, intermenstrual bleeding and paratubal cyst. Concomitant products included doxycycline monohydrate, fluconazole, ibuprofen, medroxyprogesterone acetate (depo provera) and terconazole. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain, pain"). In 2016, the patient experienced pelvic infection (seriousness criterion medically significant) and trichomoniasis ("other injury(ies) or complication (s) please describe: persistent trichomonas infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics and surgery (laparoscopic bilateral salpingectomy to remove the essure implant and novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic inflammatory disease and trichomoniasis outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, back pain and vaginal haemorrhage was resolving, the pelvic infection had not resolved and the dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease, pelvic pain, trichomoniasis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date of insertion from the previously reported denies history of abnormal paps, last pap (B)(6) 2015 nilm. Hpv negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, back pain, trichomoniasis, dysmenorrhea, pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received- outcome of pelvic infection updated to not recovered / not resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("pain, pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included delivery, vaginal odor and intermittent fever. Previously administered products included for an unreported indication: rocephin, ceftriaxone, flagyl and azithromycin. Concurrent conditions included dysfunctional uterine bleeding, vaginitis, uterine infection, malaise, fatigue, chlamydial infection, chlamydial infection, bacterial vaginosis, amenorrhea, pelvic inflammatory disease, morbid obesity, anemia, lumbar spondylosis, asthma, blood transfusion, postpartum hemorrhage, tubal ligation, gonorrhea, intermenstrual bleeding and paratubal cyst. Concomitant products included doxycycline monohydrate, fluconazole, ibuprofen, medroxyprogesterone (depo provera) and terconazole. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain, pain"). In 2016, the patient experienced pelvic infection (seriousness criterion medically significant) and trichomoniasis ("other injury(ies) or complication (s) please describe: persistent trichomonas infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with antibiotics, surgery (laparoscopic bilateral salpingectomy to remove the essure implant), surgery (laparoscopic bilateral salpingectomy to remove the essure implant) and surgery (novasure endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic inflammatory disease, pelvic infection and trichomoniasis outcome was unknown, the pelvic pain, menorrhagia, genital haemorrhage, back pain and vaginal haemorrhage was resolving and the dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease, pelvic pain, trichomoniasis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date of insertion from the previously reported denies history of abnormal paps, last pap (B)(6)2015 nilm. Hpv negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: vaginal haemorrhage, menorrhagia, back pain, trichomoniasis, dysmenorrhea, pelvic pain, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Concomitant medication added. Concomitant condition added. Event pelvic inflammatory disease was added per mr. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and back pain outcome was unknown. The reporter considered back pain, genital haemorrhage and pelvic pain to be related to essure. Company causality comment. Incident . No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.